Event description:
It was reported by service report that both footend casters would not engage into brake. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.